Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported high peep (positive end expiratory pressure) could not be reproduced and no malfunctions were found. No parts were replaced. No logs were received. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).